Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has an unexplainable power on reset (por). The patient saw por on his recharger screen and was able to clear it with his programmer. He did not have any issues related to an overdischarge or drained battery. The issue was resolved at the time of the report. The rep will be meeting with the patient. Everything is running fine as far as the patient is concerned, and no disruption in therapy. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the power on reset was unknown. No further actions were needed to resolve the issue.